Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 20-oct-2015, an fse conducted on-site follow-up with the customer. The fse realigned the bf 1 to the wash port. This returned the instrument to normal operation. The most probable cause of the reported event was due to a bf1 misalignment to the wash port.

Event description:
On (B)(6) 2015, a customer reported error 2231 bf overflow sensor 1 failure with their aia-600 analyzer. The customer is unable to run fsh and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting